Event description:
It was reported that the patient had inappropriate shocks due to oversensing. The patient needed an upgrade to a transvenous system so this system was explanted and replaced with a trans-venous system. There were no additional adverse patient effects.